Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, an endoleak (at an indeterminate origin) with aneurysm enlargement (35mm to 38mm) were identified. The patient is reportedly in good condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observation: the reported endoleak (at an indeterminate origin) was confirmed to be type ii endoleaks from the internal mesenteric and lumbar arteries. Furthermore, the 3mm aneurysm sac growth was located at the area of the internal mesenteric and lumbar arteries. The event is therefore most likely anatomy-related. Procedure-related harms for this event could not be determined and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received per clinical assessment confirming that the reported endoleak was a type ii accompanied by an enlarged aneurysm (37mm x 37mm) at the site of the type ii endoleak; this is an anatomy-related event and therefore, there is no alleged deficiency against an endologix device and this is no longer a reportable event.